Event description:
It was reported that during the procedure in the heavily calcified proximal left main artery, intravascular ultrasound (ivus) was performed and pre-dilatation was performed using a 2.5x12 nc trek balloon. The number of inflations and atmospheres is unknown. A 2.5x12 rx mini vision stent system was advanced without resistance to the target lesion. During positioning of the stent system at the target site, resistance was felt with the anatomy and the stent dislodged from the balloon. No force was applied to the stent system prior to stent dislodgement. The stent system was withdrawn from the anatomy without resistance and two balance middleweight guide wires were advanced to successfully retrieve the dislodged stent from the anatomy. The patient remained stable throughout. The procedure was postponed until the following day in which the target lesion was successfully stented without adverse patient sequela.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.